Event description:
It was reported that a charger for the ilet system was not charging the device, and a replacement was arranged. Symptoms included no clinical effects. Outcomes included no impact to health or care. Investigation included troubleshooting and user education, with no device alerts or alarms reported. Investigation of this case revealed a suspected device power or charging malfunction associated with the charger component, with no evidence of concurrent device faults. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to insufficient evidence of a reproducible failure.